Event description:
Reporter stated that the inform base unit's internal contacts are burned. No adverse event was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.